Event description:
It was reported that shaft was separated. A 10mmx3.00mm wolverine coronary cutting balloon was selected for use. During the procedure it was noted that the device shaft got separated. The procedure was completed with a different device. No patient complications were reported. It was further reported that the target lesion was in a severely calcified right coronary artery. When the catheter was pushed, the shaft got broken at the proximal side of the device and was then simply pulled out. There were no fragments left inside the patient's body.

Event description:
It was reported that shaft was separated. A 10mmx3.00mm wolverine coronary cutting balloon was selected for use. During the procedure it was noted that the device shaft got separated. The procedure was completed with a different device. No patient complications were reported. It was further reported that the target lesion was in a severely calcified right coronary artery. When the catheter was pushed, the shaft got broken at the proximal side of the device and was then simply pulled out. There were no fragments left inside the patient's body.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual examination identified no issues with the balloon of the device that may have potentially contributed to the complaint incident. The markerbands and blades and tip section of the device were visually and microscopically examined, and no issues were noted with the markerbands, blades or tip of the device that may have potentially contributed to the complaint incident. All blades were present and fully bonded to the balloon material. A visual and tactile examination found that the device was received in two sections as a result of a break in the hypotube. The break was located at 21cm distal to the strain relief. Both sections of the hypotube were kinked at various locations. This type of damage is consistent with excessive force that could have been applied to the delivery system. A visual and tactile examination of the extrusion shaft found no issues with the extrusion shaft. No other issues were identified during the product analysis.

Event description:
It was reported that shaft was separated. A 10mmx3.00mm wolverine coronary cutting balloon was selected for use. During the procedure it was noted that the device shaft got separated. The procedure was completed with a different device. No patient complications were reported.